Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that in the cardio vascular intensive care unit the alaris pump was found to go "blank" or turning off when they were bumped during patient care. Both the module and pcu were noted to have lost power. The clinician was able to reboot the device and continue with patient care. There was no patient harm.

Event description:
It was reported that in the cardio vascular intensive care unit the alaris pump was found to go "blank" or turning off when they were bumped during patient care. Both the module and pcu were noted to have lost power. The clinician was able to reboot the device and continue with patient care. There was no patient harm.

Manufacturer narrative:
Additional information : imdrf annex a and g codes.